Event description:
It was reported that a malfunction alarm occurred. Prior to the malfunction alarm the customer reported the pump was briefly submerged in water. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.